Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No patient injury was reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.